Manufacturer narrative:
Info provided and examination results are insufficient to determine the cause of this event.

Event description:
Reporter stated, revision of primary patella component due to wear. A new patella component was implanted.